Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the quality controls (qc) were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse did not find an instrument malfunction. This was an isolated event. The cause of the discordant, (B)(6) result on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained upon repeat testing on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was originally tested on the same instrument, resulting (B)(6). The customer ran the same sample on the original instrument and on an alternate advia centaur xp instrument twice, all resulting (B)(6). The corrected results obtained during repeat testing were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.